Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. The malfunction did not recur after resetting, and the customer was advised to continue using the pump and to contact support again if any issues reappear.